Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was already removed the sensor and it was without cannula. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The needle was not hard to remove. The sensor will not be returned for analysis.